Event description:
A report was received that the patient's ipg was depleting when charging and the patient had to charge frequently. The patient will undergo a revision wherein the ipg will be replaced.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was depleting when charging and the patient had to charge frequently. The patient will undergo a revision wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. It was also noted that prior to the revision, the patient was also experiencing shocking sensation at the ipg site. The patient was doing well postoperatively. The physician was not sure if there was an issue with the ipg.

Manufacturer narrative:
Sc- 1132 ((B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of fast battery depletion was not confirmed. When the stimulation was turned off the sleep current returned to a normal range of 1.96 mv per day. Device exhibits normal charging and discharging characteristics. The source of the shocking sensation at the ipg site was not determined as the monitored stimulation outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was depleting when charging and the patient had to charge frequently. The patient will undergo a revision wherein the ipg will be replaced.